Event description:
It was reported the lead experienced acute increase in right ventricular impedance, and subsequent high impedance was noted. It is also noted that the patient has fallen several times. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The rv pace impedance measurement was in the 300 - 400 ohm range until the week ending (B)(6) 2009 when the min/max was 416/432 ohms. This value continued to increase through the remainder of the record with the final min/max value reaching 2416/2512 ohms.